Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that resistance was experienced when filling a cartridge. The customer reinserted the same syringe into a new cartridge and successfully filled the cartridge. Customer's blood glucose level was 208 mg/dl.